Event description:
Procedure: anterior repair. According to the report: it was reported that the following anterior repair in 2008, the patient developed a quiescent hematoma. A second surgical procedure was performed in 2009. The hematoma was just under the vaginal mucosa sitting on top of the graft. The doctor cut 1 suture, drained and irrigated the hematoma. The doctor left a drain in the patient and the patient remained in the hospital overnight for observation. The patient was treated with antibiotics. Product remains implanted.

Manufacturer narrative:
Date initial report sent to FDA: 2/6/2009. Following a review of the device history record all process and test criteria has been verified as complying with the pelvisoft finished product specification. The investigation concluded satisfactory processing and packaging of tissue and resultant testing of product. No evidence to suggest any reason for potential product absorption or sterility concerns.